Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms. The patient had been lost to follow up and the measurements were observed at the elective procedure to replace the device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The atrial lead remains in service but is not needed for this patient. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.